Event description:
Pain, bleeding, bruised, possible overdose, pain in both knees, thick veins (injection site hemorrhage). Case description: non-serious. The case is a report from a company sponsored support program in the united states referring to a male patient. The patient's mother provided this report in response to a call from the program vendor. No past medical history, concurrent conditions, or allergies were reported. Concomitant medications included ibuprofen. In 2004, the patient received nutropin aq, (1.2 mg, qd, sc) for the indication of idiopathic short stature. The lot numbers for nutropin aq and the pen device were not reported. The first puncture date and the patient's prior history of exposure to the lot number were not reported. The date of last administration prior to the onset of the event was 2007. On that day, the patient experienced pain and bleeding when he was injected with nutropin aq (injection site bleeding). The patient's mother stated that the black dose knob was so difficult to depress that the needle bent. She also stated that the patient bruised after this injection. On the following month, the patient experienced a possible overdose. The patient's mother stated that she thought "the cartridge went down 5 mg. The patient had also experienced pain in both knees and was limping when he walked. The patient received ibuprofen for the pain. Additionally, the patient developed thick veins, and that they "looked as if they could burst." The reporter stated that she had this pen for three years and was advised to order a new pen. No relevant laboratory tests or treatments for the event were reported. No action was taken with nutropin aq. It was not reported if the patient continued or discontinued treatment with the lot number in question, and it was not reported if the patient switched to a different lot number. At the time of this report, the outcome of the event had not been provided. This report was forwarded to genetech product quality and assigned. Reports from patient support programs are regarded as solicited in nature and an implied causality cannot be inferred. No other etiologic information was provided. Additional information has been requested. Pharmacovigilance: the event of injection site hemorrhage is non-serious and unexpected according to the somatropin us package insert. It is unclear if the event is related to a pen malfunction or to user error. Additional information will be requested.